Event description:
This lead was capped on (B)(6) 2011. P waves dropped to 0.1 mv and lead impedance dropped down to 220 ohms. Information was received from (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).